Event description:
The patient experienced hypoglycemic symptoms and the suspect device was used to check their blood glucose. The device read 200 mg/dl. Dr told pt to increase their insulin. Pt also had a dr appointment that pt missed because pt had spouse call the ambulance instead. Emergency medical technician arrived and they tested their glucose at 40 mg/dl. Pt was given glucose paste and taken to the hospital. Controls were out of range when run on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.